Event description:
It was reported that during a weight-loss surgery, super-magenstrasse technique, while resecting the stomach, at the second firing, the device cut the tissue but failed to apply the staples properly. The staples were crowded on one side while on the other side the staple line was incomplete and bleeding. In addition, the device was difficult to open. The surgeon then replaced the reload and kept using the device, as he thought that the problem could have been caused by the reload. However, in the following firings, the cutter applied the staples properly but in more than one occasion the blade did not retract automatically thus hindering the opening of the jaws. The case was completed using sutures. There were no adverse pt consequences.

Manufacturer narrative:
Eval summary: the device was received for analysis with no visual non-conformance without a cartridge. The device was tested for functionality with a test cartridge. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.